Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 8019837 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8019837 during the production run. Root cause description: undetermined.

Event description:
It was reported that the syringe 10ml saline fill china sp experienced stopper separation from the plunger. The following information was provided by the initial reporter: during using, it was found that plunger separation from stopper during evaluating the infusion line.